Event description:
It was reported that when the patient presented in clinic for follow-up, the device was found to be in backup vvi mode. The patient reported feeling near syncope the previous day and a vibratory alert was felt hours later. The device was explanted and replaced competitively. There were no known patient issues after the procedure.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset (por). The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the por could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.